Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned, analyzed and no anomalies were found. (B)(4).

Event description:
It was reported that the patient was experiencing pain from undergarments pressing on implantable cardiac monitor. The device was re moved per the patient's request. No patient complications have been reported as a result of this event.